Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath was selected for use. There were no abnormalities noted during sheath preparation. Upon insertion of the sheath into the left atrium of the patient, aspiration was performed. The physician observed that the sheath was free of air, but the flushing line had visible air bubbles. Even after aspirating blood and fluid from the sheath, the air remained. No air was observed in the patient. No irrigation had been connected to the sheath, and the only to device to have been inserted inside the sheath was the dilator. The sheath was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath was selected for use. There were no abnormalities noted during sheath preparation. Upon insertion of the sheath into the left atrium of the patient, aspiration was performed. The physician observed that the sheath was free of air, but the flushing line had visible air bubbles. Even after aspirating blood and fluid from the sheath, the air remained. No air was observed in the patient. No irrigation had been connected to the sheath, and the only to device to have been inserted inside the sheath was the dilator. The sheath was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(4); reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.